Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss across multiple device(s), multiple departments, and multiple floors. No patient harm was reported. The hospitals it team discovered that the issue was with their outdated wlan, aps, and controller. The hospitals it team updated their wireless infrastructure wlan to current industry standards and reports that everything is connecting and functioning correctly.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss across multiple device(s), multiple departments, and multiple floors. No patient harm was reported. The hospitals it team discovered that the issue was with their outdated wlan, aps, and controller. The hospitals it team updated their wireless infrastructure wlan to current industry standards and reports that everything is connecting and functioning correctly.